Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced complications following the implant of the right ventricular (rv) lead. The patient experienced chest pain due to pericarditis which was treated with medication. The patient was in stable condition.